Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a transient ischemic attack (tia) occurred. In (B)(6) 2011, a 21mm watchman ® laa closure device was implanted in the left atrial appendage (laa). In (B)(6) 2015, the patient experienced a tia. The patient was suddenly unable to find words. It was further noted that the issue resolved in 30 minutes without treatment. There were no residual effects and the event was considered resolved. Plavix was added to the medication regimen.